Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6) ubd: , UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient needed a MRI on their back, however the controller battery was dead so they couldn't put the device into MRI mode. Pt said that they had tried charging the controller but the controller wouldn't charge. Pt said that they hadn't charged the ins in several weeks. Pt said that they were charging the controller every day and then the controller would no longer charge. Pt only had the controller present during the call, so agent was unable to troubleshoot with the pt. Agent advised the pt to call back with all external equipment present for troubleshooting. Pt said that they would have someone bring their equipment to them at the hospital. When asked for the event date, patient stated that it was around mid-october. Additional information was received from manufacturer¿s representative and conferenced the patient on the line stating the controller will not charge or do anything, and the patient needs an MRI tomorrow. Patient stated the controller has been plugged into the ac power for 2 hours and has a solid green light, but when they try to look at the screen it shows "no device found." Patient added that they had been having trouble with it for a couple weeks, and it got to the point where the implant wasn't charging, so the implant hasn't been charged in a month. Agent reviewed the controller was indicating it had a full charge. Agent had patient connect the recharger to the controller and attempt a recharging session. Agent had patient enter passive recharge mode, and patient saw 0-0-0. Patient commented that the relay box and antenna/paddle at one time were getting really warm. The issue was not resolved. A replacement recharger (rtm) was sent out. No symptoms were reported.

Manufacturer narrative:
H3: analysis of the product ID 97755, serial# (B)(6), revealed stuck on checking the recharger screen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.